Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and hysterectomy, patient experienced worsened incontinence, vaginal odor and bloody discharge, urinary fistula, persistent pain, voiding difficulties, urinary retention, dyspareunia and chronic infections. Patient reported the device was removed in 1999. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure...infection..."